Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal circumflex artery with heavy tortuosity and heavy calcification. The lesion was pre-dilated, and an intravascular ultrasound (ivus) was performed. The 2.5 x 28 mm xience v stent delivery system (sds) was advanced; however, the sds could not cross the lesion, and the stent dislodged. A goose-neck snare was used to retrieve the dislodged stent, and the procedure was completed. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: voyager nc 2.0 x 15 mm. Guide wire: traverse mg. Guide cath: sheethless jl 4.0 6f. Evaluation summary: evaluation noted only the dislodged stent was returned, confirming the reported dislodgement. The xience v stent delivery system (sds) was not returned. There was blood visible on the struts and on the snare device consistent with the sds and stent advanced into the patient anatomy. The middle and proximal struts of the stent were stretched. The distal end of the stent implant was slightly smashed. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and calcified, which likely contributed to the reported difficulties. It is likely an interaction with the calcified lesion during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Subsequent interaction of the sds would have then led to the stent dislodgement. Additional treatment was used to snare the dislodged stent and remove it from the patient anatomy which likely contributed to the noted stent damage. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. There is no lot specific product quality deficiency.